Event description:
It was reported that during a ptca/stent procedure the stent was implanted in a pt that was experiencing an acute myocardial infarction. The pt had recently undergone a surgical procedure that required her to discontinue her daily dose of plavix. One week after the stent procedure, the pt returned to the cath lab experiencing chest pain. Angiography revealed the stented area had become occluded. Reopro was administered and the area was dilated with a balloon catheter. A dissection was noted following the dilatation. Two stents were implanted to treat the dissection. The pt coded; an iabp was placed and the pt was intubated. The pt then left the cath lab. No further info has been provided.